Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
During a flutter ablation procedure, a patient burn occurred. The patch was adhered with no edges lifted. The skin was dry and clean. The patient is being treated with ointment and is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported patient burn could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.